Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: when inserting the pedicle screw using the distractor tip, the head of the screw was damaged and the tip of the distractor was slightly damaged. Surgeon removed the screw.

Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.